Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that the manufacturer representative was trying to charge the ins in the box and it was not getting over 4 coupling bars. The manufacturer representative was advised not to use the ins and to return it to the manufacturer for analysis. There was no patient involvement and no symptoms or complications were reported.